Manufacturer narrative:
There were no defects found and the device was found to be operating to specifications.

Event description:
It was reported by the hospital, that the medi-therm warmed the patient during the cooling phase automatically up to 40 deg c (104 deg f) instead to cool them down to 32 deg c (89.6 deg f). The patient was not harmed and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by the hospital, that the medi-therm warmed the patient during the cooling phase automatically up to 40 c (104 f) instead to cool them down to 32 c (89.6f). The patient was not harmed and no adverse consequence or clinically relevant delay in treatment was reported.